Event description:
It was reported that as tension was added to the tubing, the 10cm pediatric pressure tubing detached from the male connector and led to blood leakage. It was further stated that although blood leakage occurred, treatments such as blood transfusions were not necessary. There were no patient injuries reported.

Manufacturer narrative:
Investigation results: assembly process : the bonding method of pressure tube for pediatric and male connector :wmcp has been properly controlled as per specified instruction (B)(4). And, the bonding of this connection have been qualified by performing pulling force on the samples bonded by one operator each shift since the starting of production of edwards products for about 10 years, there is no any failure observed. 3. All related operators who perform the bonding in the assembly process have been well trained and properly qualified. 4. The bonding solvent applicators have been checked and the wicks have been changed every two months, there is no any failure of the applicators used in production reported. 5. Moreover, the complained sample has been verified, the stain of bonding solvent is observed around the bonding part of tube and connector which is evidence that the solvent is properly applied on the part and properly connected with each other.

Manufacturer narrative:
Received one single dpt-vamp flex kit with IV set and pressure tubing. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The pressure tubing that was connected to the male connector of the pressure line, which connected to the female connector at the distal side of the planecta, was detached from the solvent bond joint. Indication of bonding solvent was visible at both tubing and male connectors of the bond area. Tubing detachment occurred on patient side of the kit. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.